Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter could not be deflated while in the patient. The catheter was cut for deflation but the balloon still did not deflate. A thin stylet was inserted into the inflation lumen and then the balloon was deflated. There was no injury to the patient.

Event description:
It was reported that the catheter could not be deflated while in the patient. The catheter was cut for deflation but the balloon still did not deflate. A thin stylet was inserted into the inflation lumen and then the balloon deflated. There was no injury to the patient.

Manufacturer narrative:
The reported issue was inconclusive. The sample was classified as poor sample condition due to heavy salt at drainage eye and lumen accumulation. Therefore, several tests were not carried out. The exact time of how and when the problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "contraindications: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex" (B)(4).